Event description:
It was reported that cartridge alarm 20 occurred and recurred even after attempts to load a new cartridge. There was no reported impact to the customer¿s blood glucose level. Customer was unable to resume insulin delivery with pump, planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.